Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was successfully repositioned the day after implant due to threshold increased to 5.8 volts at 0.4 ms. Possibly due to patient anatomy post mitral valve repair. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.